Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes there was a loose closure, insufficient volume, and leakage of blood. Prior to use, tubes were found unlabeled. These defects reportedly occurred with twenty (20) tubes, but it was not clarified for which defect. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The photos were evaluated and the customer reported defects of missing label and underfill were observed. However, stopper creep-out was not observed. Additionally, a total of 30 retained samples were visually inspected for missing labels, and all passed the inspection. Also, 20 retained samples underwent functional tests for low or no draw, and all tubes met the specification. Furthermore, 29 retained samples were subjected to functional tests for stopper function defects, with none of the samples exhibiting stopper creep-out or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and missing label and unconfirmed for stopper creep-out. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes there was a loose closure, insufficient volume, and leakage of blood. Prior to use, tubes were found unlabeled. These defects reportedly occurred with twenty (20) tubes, but it was not clarified for which defect. There was no health impact or consequence reported.